Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with resetting the pump; the alarm did not reoccur.